Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion of the reported issue. There is no repair history for this workstation. As stated on the IFU and as a preventive measure, the user manual states: check the security and condition of castors at six-monthly intervals. If loose and/or excessively worn, contact olympus for service." Considering that the workstation was manufactured in 2007, the user hasn't followed the maintenance instructions and therefore this is deemed as user error. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the endoscopy workstation cart brake castor was found deformed, broken. No further details were reported regarding the event. No patient involvement was reported. No user injury was reported.